Event description:
It was reported, ¿during a lumbar arthrodesis, the nut was out of the tulip during the final tightening with the torque wrench. The surgeon removed the mantis redux screw 7.5 x 35mm from the patient and placed another screw, same size.¿